Event description:
It was reported that during an unknown procedure the closing staples in the staple chamber falls off in a large area without firing; replace the new staple cartridge, and there will be loose closure and local bleeding after firing. Changed the new one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Ecr60b: malformed staples. Gst60b: some staples fell off before fire. Gst60w: oozing after fire. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Yes. Staples malformed. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes. The cut line was complete. Irregular. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled? Compression and suture sewing. How much blood was lost (ml)? Unknown. Not much. Did the patient require a transfusion? No. Is the current patient status known? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.